Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6) product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 20-jun-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was receiving an unknown drug and dilaudid (hydromorphone) via an implantable pump for non-malignant pain. It was reported that the patient's communicator was not charging, and the issue began over the weekend, they thought friday. The caller reported the battery indicator light would flash orange intermittently when plugged into the charging cord. The caller reported no visible damage to the charging cord or communicator port and confirmed they had tried multiple outlets and a different charging cord with same result. The caller plugged in the communicator and reported no battery indicator light. They noted they could wiggle the cord, and the orange light would flash on and off. The caller commented the patient was "getting pretty" and then did not finish their sentence but just stated, "they need it." The agent sent a request to repair for a replacement communicator.